Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 23 in the mouth, the implant failed in type iii bone. Clinician reports bleeding, inflammation and dehiscence. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. The dentist reported that bone graft was executed and fenestration occurred during surgery.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 23 in the mouth, the implant failed in type iii bone. Clinician reports bleeding, inflammation and dehiscence. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).